Event description:
It was reported that the anterior patella recess of the articular surface felt rough after being implanted. It was decided to replace the implant with a new one.

Manufacturer narrative:
This report will be amended when our investigation is complete.